Manufacturer narrative:
This complaint cannot be classified due to the missing sample. According to the description when removing the stylet, the catheter concertina and was cut by the stylet. Obviously, the user had difficulties removing the stylet. The following information is provided in the product IFU regarding stylet removal, "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal". We could not check the batch history record because the number provided by the customer is an incorrect batch number. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. Without the sample the root cause cannot be determined. No further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be made. Corrective action: no further corrective action will be initiated by quality management at this time as a manufacturing root cause cannot be determined. However, both vygon USA and germany will continue to monitor this issue.

Event description:
We had a little problem with a 2.0fr double lumen PICC with the wire. We had difficulty getting the wire out, it was bunching up where the 2 lumens come together and it shredded the catheter.

Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
We had a little problem with a 2.0fr double lumen PICC with the wire. We had difficulty getting the wire out, it was bunching up where the 2 lumens come together and it shredded the catheter